Manufacturer narrative:
Per tandem's user guide, "the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin with the t:slim pump. Humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled, novolog® was tested for up to 72 hours." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer received multiple occlusion alarms. The customer was not changing supplies in the proper time frame. Additionally, customer was using an off label infusion set. Technical support advised customer to regularly change supplies and use tandem approved infusion set. Customer acknowledged and occlusions were cleared. No impact to the customer's blood glucose.